Event description:
Customer using accu-chek softclix device. Customer states he dropped his lancet device and when he tried to catch it had an accidental stick because the lancet did not retract. Customer states this did not require any medical attention. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.